Event description:
It was reported that a "fuzzy string" was found on the bd safetyglide¿ needle tip before use. As reported by the customer, "fuzzy string found on tip of needle when taken out of the package."

Manufacturer narrative:
H.6. Investigation summary: no samples displaying the condition reported are available for examination. We were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a "fuzzy string" was found on the bd safetyglide¿ needle tip before use. As reported by the customer, "fuzzy string found on tip of needle when taken out of the package."